Manufacturer narrative:
(B)(4).

Event description:
It was reported that " during the operation, the "peel-away sheath" broke during the tearing/removal. There was no safety concern for the patient."

Event description:
It was reported that " during the operation, the "peel-away sheath" broke during the tearing/removal. There was no safety concern for the patient."

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis; the image shows a portion of the sheath not torn down the score lines, causing one extrusion and tab to become separated. Therefore, the complaint of a sheath tearing incorrectly was able to be confirmed by the photo. A device history record review was performed, non-conformance were identified regarding "peel-away sheath tears incorrectly". The customer report of a sheath peeling incorrectly was confirmed through investigation of the customer provided image. The image showed a portion of the sheath torn outside of the score lines, which is not the intended function of the sheath. Therefore, based on the customer report and the customer photo, manufacturing likely caused or contributed to this event. Non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.